Event description:
It was reported that during a procedure, the ¿fiber does not work¿. The procedure was completed ¿using another device¿. Patient outcome: no injury to patient reported. No further information available